Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. (B)(4).

Event description:
It was reported that this pacemaker was at battery capacity depletion upon interrogation. Boston scientific technical services (ts) noted that four years longevity seems too short. Additional information received indicated that this device was suspected for early battery depletion. The device was returned for analysis. Device analysis determined and confirmed that this battery was depleting prematurely. This could have caused or contributed to the reported clinical observations. Moreover, this device was explanted. No additional adverse patient effects were reported.